Manufacturer narrative:
Additional information will be provided once investigation is complete.

Event description:
It was reported that the unit will stay on stand-by and prompts an e1 error message.